Event description:
The customer observed false positive alinity I b-hcg results on a 29yrs old female patient. The results provided were: on (B)(6) 2026, sid (B)(6), initial=314.16 miu/ml (> 25.0 miu/ml =positive) /repeated on (B)(6) 2026=< 2.3 miu/ml (< or =5.0 miu/ml=negative) /repeated on alinity (B)(6) =< 2.3 miu/ml redrawn and repeated sid (B)(6) on (B)(6) 2026 on (B)(6) =< 2.3 miu/ml . There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-30 that has a similar product distributed in the us, list number 7p51-21/31, with 510k/PMA/bla number k170317. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.